Manufacturer narrative:
The customer¿s report that the neutraclear connector piston remained stuck down (recessed), was unable to be flushed with a leak noted was confirmed. Inspection of the neutraclear¿s orange piston showed that it had returned to its disengaged position and was no longer recessed. A residual red/brown substance resembling blood was present within the connector. The mating components that were in use at the time of the customer event were not returned for investigation. During functional testing, it was observed that the valve remained open (recessed) due to the presence of a large amount of dried blood in the valve. The connector was disassembled and traces of blood were also observed on the needle. After cleaning, the valve and septum returned to their disengaged positions and the device functioned as intended. The root cause of the customer¿s report was the large amount of blood residue remaining in the valve that prevented proper functioning of the valve and septum.

Event description:
It was reported that a PICC line clotted off when the rn began to flush the line using a medline zr flush. After the initial assessment the piston in the neutraclear connector remained down and was unable to flush the line; a leak was noted from the connector onto the patient s bed. The nurse administered cath flo to both dual lumens which cleared obstructions in the line. The unit does not use chlorhexidine wipes or alcohol caps with the connector. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided by the customer .

Event description:
The customer reported that a PICC line clotted off when the rn began to flush the line using a medline zr flush. After the initial assessment the piston in the neutraclear connector remained down and was unable to flush the line, a leak was noted coming from the connector onto the patient s bed. The rn administered cath flo to both dual lumens which cleared obstructions. The unit does not use chlorhexidine wipes or alcohol caps with the neutraclear connector. There was no report of patient harm.